Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature, touchscreen, and pump unresponsive malfunctions could not be verified; however, different issues were identified. No failure was identified related to the wake button.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm and a button alarm (alarm 22) occurred. Reportedly, the pump was at room temperature conditions and the customer did not believe the button was being pressed inadvertently. The customer was able to clear the alarms successfully. Subsequently, the pump was noted to be unresponsive. After charging the pump for an hour, the pump displayed turned on, however the touchscreen display was frozen. There was no impact to the customer's blood glucose levels. Reportedly, the customer has an alternate pump available as alternate insulin therapy.